Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Product ID: neu _unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump. The patient had a pain pump that got infected in their lumbar area. It was removed and a piece of it was still in their spinal fluid. Patient and device information, specific patient symptoms, cause of the event, interventions, troubleshooting/diagnostics, concentration, dose, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.